Event description:
The facility representative reported an infusion pump with a clamp that will not open. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the device was evaluated on 10/30/2008. The reported condition of the clamp will not open was confirmed and was found to be caused by a faulty pump head module keypad. The technician replaced the pump head module keypad. The device passed all safety and functional testing. The device has been returned to the customer in operational condition.